Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was stated that the customer was hospitalized for low blood glucose. No blood glucose reading was reported. It was stated that the low blood glucose were usually due to treating for high blood glucose. Troubleshooting was performed and the insulin pump passed the prime and displacement tests. The programming was also correct. The customer stated she works in a hospital, and the insulin pump is exposed to MRI and xray scans daily.